Manufacturer narrative:
Examination of the returned device confirms the reported event of handle damage. A complaint database search on the provided product code identified similar reports for handle breakage/damage which were attributed to product wear out and or misuse. A definitive root cause is unknown, however misuse and or heavy usage are contributing factors. Based on the performed investigation, corrective action is not needed. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The t-handle was found cracked this morning.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.